Event description:
High impedance was seen on the patient's device. X-rays were taken of the patient's chest. No surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Section b4. Date of this report: corrected data; initial MDR inadvertently submitted incorrect date of report, correct date of report is 9/11/2020.

Event description:
The patient underwent full revision surgery. The explanted devices were discarded.